Event description:
A customer reported her freestyle freedom lite blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. Therefore, the customer was reportedly unable to test her blood glucose. Although the customer reported she went to bed feeling "normal", her usual "normal" condition is feeling vertigo. The customer reported she slept, fell from her bed injuring herself on the face and then woke up on the floor. The customer was reportedly seen by a doctor, diagnosed with hyperglycemia and treated with oral medications and insulin. No further third-party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.